Manufacturer narrative:
Results of investigation:fa lab investigation-(return analysis) the suspect device was returned to vyaire medical for evaluation. The exact root cause is not determined as there were no performance issues found. Even though there were no issues found on fa lab investigation, logs shows that the failure alarms pointed to an intermittent failure on defective inspiration valve. Field service evaluation-(non-return analysis) field service representative went onsite to check the unit.fsr replaced inspiration block but inspiration block was still faulty and blower fault was still present, leaky inspiration block tf 401. The fsr replaced the inspiration block again, performed calibrations,verification, all passed. Unit meets factory specifications.

Event description:
It was reported to vyaire medical that the bellavista1000 us had tf alarms 300 - "device in failsafe, 316 - "blower failure", and 545 - "astepinspvalve value out range- failsafe". Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, log shows tf 300, 316, 545, and insp valve test error 3. Recommended customer to perform calibration and insp block replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.